Event description:
It was reported that the patient presented to the clinic on (B)(6) 2022 with non-sustained right ventricular oversensing (nsrvo) alert. Review of the transmission revealed that they were caused by noise on the right ventricular (rv) lead. The rv lead was reprogrammed resolving the issue. The patient was in stable condition.